Event description:
On (B)(6) 2013, it was reported that the up arrow keypad button was sticking. The reporter stated a month prior to the complaint, the pump was exposed to water and there was evidence of moisture inside but was not reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.